Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/13/2015. The fse cleaned the area where the leak had pooled and found the vcs (volume conductivity scatter) waste line disconnected from the distribution valve assembly. The distribution valve directs prepared sample from the mix chambers to the pending sample line and directs diluent rinse to the mix chambers and then directly to waste. The fse also found that solenoid valve vl260 was not working. Vl260 drains the retic stain chamber. The fse replaced the waste line tubing and vl260 and the instrument ran without issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a diluent fluid leak of approximately 10ml from a unicel dxh 800 coulter cellular analysis system while performing maintenance. The leak was contained within the instrument and was pooled in a rusty area. The customer was wearing personal protective equipment consisting of a laboratory coat, eye glasses, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.